Event description:
Additional information: it was later reported that the pump was explanted and patient chose to have it removed and not replaced. Patient currenlty was receving morphine sulfate ER 60mg. There was no device troubleshooting done.

Event description:
A motor stall was reported. The event logs were obtained and confirm a motor stall occurred (B)(6) followed by recovery (B)(6). Another motor stall occurred (B)(6) 2014 approximately 1900 followed by tube set 48 hours later. Per the hcp, currently the pump had not recovered from the motor stall. The patient had reported the pump alarm to the hcp saturday (B)(6) 2013. The hcp suggested the patient take supplemental oral meds. Per the reporter, the patient did not have an MRI, no known reason for motor stall. The pump dose was programmed to 1mg/day from 5mg/day and the audible alarm was silenced. It was noted the pump eri 11 months. The patient was reporting headaches and being "jittery". The pump was used to deliver morphine. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11032r25, implanted: (B)(6) 2002, product type: catheter. (B)(4).